Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high capture thresholds. The implantable cardioverter defibrillator (ICD) was also explanted on the same procedure due to reaching end of life (eol) status. Both the ICD and ra lead were successfully replaced. No additional adverse patient effects were reported. Additional information provided indicates the lead also exhibited intermittent pacing. In addition, it was mentioned that there has not been any apparent change in patient condition that could cause the lead observations and there was no adverse effects to the patient related to the intermittent pacing.